Manufacturer narrative:
Device not returned

Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.